Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced missing segments/partial display, back light anomaly and damage on the insulin pump. The customer's blood glucose value was 123 mg/dl. The customer stated that the backlight does not work. The customer stated that the numbers on the screen fade out. The product was returned for analysis.